Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on 01 january 2000 and that remote monitoring was disabled. Technical services (ts) discussed that the cause was unknown and explant was recommended. This device was subsequently explanted and has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.